Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips keep scissoring. Another device was used to complete the procedure. No adverse consequences reported.no other details are available.

Manufacturer narrative:
(B)(4). Were both devices used on the same patient? No. How was/were the patients impacted? Different vendor product had to be used. Please answer the questions for both devices. Which firing of the device did this event occur on? Several. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? After. Out. Sample staples will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b and c) were returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Were both devices used on the same patient? No. How was/were the patients impacted? Different vendor product had to be used. Please answer the questions for both devices. Which firing of the device did this event occur on? Several. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? After. Out. Sample staples will be sent.